Event description:
It was reported to boston scientific corporation that during a richter procedure using a capio open access suture capturing device, the needle from each of two capio sutures detached inside the patient when the sutures were "fixed" onto the capio device. The physician looked for the two detached needles on the table, but they were not found. The physician did not palpate the patient to try and locate the needles, but it was presumed that they remain inside the patient. The physician does not plan any medical intervention to locate/remove the needles.the physician completed the procedure using another method (specifics unknown) with no complications to the patient. The current condition of the patient, who is over 18 years of age, is unknown.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned capio device revealed two detached needles inside the capio cage. However, the capio was determined to be within specifications, and the device was actuated with a suture three times and no anomalies were observed. Therefore, the cause for this event could not be determined. Adverse event or product problem: updated from 'reported issue is both an adverse event and product problem' to 'product problem', and type of reportable event was updated from 'serious injury' to 'malfunction' since the two detached needles were found inside the capio device and therefore did not detach inside the patient.

Event description:
It was reported to boston scientific corporation that during a richter procedure using a capio open access suture capturing device, the needle from each of two capio sutures detached inside the patient when the sutures were "fixed" onto the capio device. The physician looked for the two detached needles on the table, but they were not found. The physician did not palpate the patient to try and locate the needles, but it was presumed that they remain inside the patient. The physician does not plan any medical intervention to locate/remove the needles. The physician completed the procedure using another method (specifics unknown) with no complications to the patient. The current condition of the patient, who is over 18 years of age, is unknown.

Manufacturer narrative:
(B)(4).